Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with no device output and failure to capture. Additionally, both leads exhibited infinite impedances and no capture in either the bipolar or unipolar configurations. The patient was brought for a system replacement, and when the leads were connected to the analyzer during the procedure, both leads tested within normal limits. No abnormalities were noted under fluoroscopy. It was suspected that there was an issue with the device header, and the device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.